Manufacturer narrative:
(B)(4) the patient will continue to be monitored for a month and afterwards a decision will be made by the physician as to whether or not surgical intervention will be performed to revise the system. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and a competitor right ventricular (rv) lead exhibited multiple high and low out of range shock impedance measurements of greater than 200 ohms and 0 ohms respectively. A high out of range pacing impedance measurement of greater than 2000 ohms was also recorded on the rv channel. The field suspects the rv lead to be fractured but no intervention has been performed at this time and the system was reprogrammed. The device continues to remain implanted and in service. No adverse patient effects were reported.